Event description:
The customer reported that an 840 ventilator had an erratic gui display. No patient involvement. The covidien customer support engineer (cse) was not authorized to service the vent.

Manufacturer narrative:
Covidien reference no. (B)(4).